Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous aorta. A 33/7/2/65 equalizer balloon catheter was advanced for pre-dilatation. However, the balloon ruptured immediately after the first inflation. The procedure was completed with another of the same device. No patient complications were reported.